Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/10/2017 with the following findings: review of the black box data revealed evidence of short battery life with low battery and replace battery warnings recorded beginning on (B)(6) 2017. There was no evidence of contamination inside the battery compartment. The battery cap secured to the pump properly for testing. On investigation, the pump powered on normally. Electrical currents were measured and found to be outside of the required specifications. The pump was opened for investigation and revealed moisture damage to the transceiver, continuous glucose monitoring board, force sensor pins, power printed circuit board and other printed circuit board components. Investigation determined high current draws due to internal moisture contamination. Unrelated to the original complaint, the battery compartment was noted to be cracked.